Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the fenestrated bipolar forceps instrument wire was separated. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was frayed at the distal clevis hub. The frayed strands stick out at the wrist. Conductor wires were intact and undamaged. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.